Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer would not boot. It is noted the programmer does have a long boot (approximately 2 minutes), however, programmer does boot to normal screen. Analysis also found the printer drawer is broken.

Event description:
It was reported the programmer wouldn't boot up after 5 minutes so customer turned the programmer off and back on and still wouldn't boot up after 15 minutes. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).